Manufacturer narrative:
(B)(4). Based on discussion with FDA on (B)(6) 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: no known impact or consequence to patient. Loss of or failure to bond. Actual device evaluated. Wear problem. Device repaired and returned. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The pentax asset device was returned to pentax medical on (B)(6) 2017 with no report of concerns. Inspection of the unit was performed on (B)(6) 2017 where the quality control inspector found the following: distal cap missing silicone. Passed dry leak test. Passed wet leak test. Customer complaint not duplicated. Operation channel- primary mild resistance. Inspection of the seal between the distal body and distal cap was performed on (B)(6)2017 and the device failed the inspection criteria. Repairs were performed which included replacement of the following components: distal case/cap. The distal case/cap was replaced and resealed pursuant to the field correction and the duodenoscope was returned to pentax inventory.